Event description:
Consumer called to report testing 11 times in one day because of inaccurate readings. They stated they had insulin reactions that caused their to blackout. Paramedics needed to be called for treatment.